Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the device not working was determined to be that programs 2 and 3 stopped per urology pa. It is unknown if this was caused by normal battery depletion. On (B)(6) 2023 the patient tried the programmer due to pressure and programs 2 and 3 were working as they could feel it. They stated "maybe the implant battery was losing power, unsure though". When asked what steps were taken to resolve the issue, they reported they were using program one at the time they sent the letter and were starting to feel pressure again for the past few days (B)(6) 2023 to (B)(6) 2023. They increased the program 1 to 1.1. The issue is not yet resolved. The cause of the therapy going off was unknown, and stated the implant battery is most likely the issue. When asked what steps were taken to resolve the issue, they reported "eventually will have the new implant inserted".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. It was reported that last time the patient saw the urologist they said she had 6 to 21 months left on the battery. Program 2 and 3 are not working. Patient saw the urologist three weeks ago and it stopped working a couple weeks before that. Patient started feeling pressure, and took the programmer out and started playing around with it. She was on program 2 and when she looked the stimulation was turned off. On program 1 now. Therapy kept going off. The last three days the therapy has stayed on, no pressure, and on program 1. Documented reported event. No further action was taken by patient services.